Manufacturer narrative:
A lot number was not provided, therefore, a review of the manufacturing records could not be performed. The subject product is in the process of being returned for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when the evaluation is completed. See MDR 1213643-2013-00183 for information related to the simpulse device used in the revision procedure on (B)(6) 2013.

Event description:
Information as reported to davol: the patient had a surgical hip procedure during which the surgeon used a simpulse solo device. Due to a post-op reaction, a revision procedure was performed eight months after surgery and the surgeon found a piece of the distal tip of the simpulse solo device that had been used in the initial surgery. During the revision procedure, a simpulse solo device was used, and a piece of that tip also broke. The fragments were removed from the site without issue and there was no patient injury. As surgical intervention occurred, an MDR is filed to document this event.